Event description:
It was reported by the dealer that the front rigging hanger needs to be replaced, along with the right front rigging upper support. No injuries, not sure how it was broken. No patient injury reported, no additional information provided.